Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, lens was loaded into the cartridge the correct orientation. The surgeon believed the iol rotated in cartridge and emerged upside down in the eye. The surgeon believes the iol rotated in cartridge and emerged upside down in the eye. Additional information has been requested.